Event description:
It was reported the patient received inappropriate therapy two times due to t-wave oversensing (twos). It was further reported the patient has a wide/bizarre native qrs with t-waves larger than the patient's qrs. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.